Event description:
It was reported that the patient¿s family requested to return the ilet system due to recurrent lows, episodes of ketones after starting ilet, and large discrepancies between dexcom g7 cgm readings and blood glucose meter values; the family reported cgm readings near normal while the meter read markedly elevated, and they discontinued ilet use after discussing with their clinician and customer care provided education, troubleshooting, and return guidance. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and education, data sync and review of the ilet report, and guidance on cgm sensor replacement and calibration. Investigation of this case revealed that the cause of hypoglycemia and cgm-bgm discordance was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.